Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect cleaning was the staff was not completing the pre-cleaning steps properly. The event can be detected/prevented by following the instructions for use which state: ¿vis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f 7.3 precleaning[warning] if the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after each procedure. These steps are to be performed when the suction pump is still connected to the endoscope. During precleaning, wear appropriate personal protective equipment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed, the insertion tube had a hole thus causing the scope to fail the leak test. The device evaluation found the following in addition: the bending section cover had a crack, the insertion tube had a hole, and the user barcode on the control body was not to specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus endoscopy support specialist (ess) was informed by the user facility staff that the evis exera ii ultrasonic bronchofibervideoscope was being improperly reprocessed, the user facility staff was not completing the pre-cleaning steps properly. An olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. Based on the information provided by the user facility staff, there were some reprocessing deviations, the staff was not completing the pre-cleaning steps properly. The ess provided a pre-cleaning reprocessing in-service to the user facility staff which included the information that is contained in the olympus service manual, all models reviewed during the in-service were listed in the ontrack form. There were no reports of patient harm.